Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on the same day, upon removal of sensor due to end of sensor session, the sensor wire remained protruding from his skin at insertion site. Patient removed wire from skin. The patient removed the sensor pod from his body without the transmitter attached, which is a practice against cgm's user's guide recommendations. Patient experienced no discomfort and required no medical intervention. At the time of his call to technical support, patient reported being in fine condition.